Event description:
It was reported that the patient¿s pump was removed in (B)(6) 2012 because ¿it was not working¿ and ¿it kept cutting off the medication¿. The patient stated ¿I think I was too active for it¿. The patient also stated ¿they tried it twice, and then we finally just decided that it really wasn¿t doing anything because every time they would try to take care of it after a year or whatever it would show that none of the medication had gotten through to my system¿ (please refer to manufacturer report # 3004209178-2013-23610 for previous pump attempt). The device system delivered baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2010 (B)(6); product type catheter (B)(4). Explant date is estimate based on the reported information that the pump was removed in (B)(6) 2012; exact date was not provided.